Event description:
Md placed 2 stents in rca. He decides that there was clot adherent to the coronary guidewire and decides to angiojet. The drive unit was set-up without problem. The catheter or (xmi) was prepped and advanced to the distal rca. The drive unit was activated and the catheter pulled back. A total of 16 ml was infused. No flow was noted in posterior lateral branch. The physician said the aj dissected the artery, they asked if perhaps it might be spasm - he said, "no, it was a dissection." He did give "notro" and advance a 2.5mm balloon. Prior to inflating the balloon, there was flow. Asked again if perhaps it was spasm. He said, "no, the balloon closed the flap." He did one inflation and was done.